Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. 44500301) unknown lot # was performed by the verification of complaints history. Despite multiple attempts made to receive information, no data was provided for the investigation (no kit lot #, nor data). Customer reported a false positive result for 1 sample out of twelve samples, after using the most recent version of bd max sars-cov-2 assay. Customer mentioned that the sample was borderline positive, only for the n1 target. When they retested with an alternative method, the result was negative. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Limit of detection can vary between different assays. Without data, no further analysis was possible. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported while using sars-cov-2 a false positive result was obtained, the customer reran the sample and the result were negative. There was no indication that erroneous results were not reported out and or any report of patient impact. Eua(B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using sars-cov-2 a false positive result was obtained, the customer reran the sample and the result were negative. There was no indication that erroneous results were not reported out and or any report of patient impact. (B)(4).